Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power up intermittently. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply and determined that root cause for the reported event was an electrically leaky filter, designator fl4, due to solder flux residue on the pcb surface.

Event description:
According to the reporter, the device would sometimes not boot up. There was no patient involved with the reported incident.